Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system underwent a pocket evacuation revision due to a pocket hematoma, approximately a month after implant. The shock impedance measurement was 36 ohms, which technical services (ts) noted is likely due to the fluid in the pocket. This electrode remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system underwent a pocket evacuation revision due to a pocket hematoma, approximately a month after implant. The shock impedance measurement was 36 ohms, which technical services (ts) noted is likely due to the fluid in the pocket. This electrode remains in service. No additional adverse patient effects were reported. Additional information was received that this electrode and s-ICD were explanted due to hematoma and infection. They will be going for culture and likely not going to be returned. Currently, there are no plans to re-implant at this time.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.